Manufacturer narrative:
Qn #(B)(4). The customer returned one cartridge 544233 hemolok ml clips 3/cart 42/box for investigation. One half of a broken clip was also returned loose. The cartridge and clip were visually examined with and without magnification. The cartridge contained two intact clips and the other half of the broken clip. The broken clip experienced a staggered break at the hinge as the outer hinge was broken on the pierced boss side and the inner hinge was broken in half. Functional inspection was performed on the remaining intact clips. Using a lab inventory clip applier, both intact clips were able to properly load into the jaws of the applier and were both successfully applied to over-stressed surgical tubing. No defects were observed with the intact clips. R & d was consulted about the broken clip and the clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip experienced a staggered break at the hinge as the outer hinge was broken on the pierced boss side and the inner hinge was broken in half. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with 2 intact clips remaining and one broken clip half. The other clip half was returned loose. Upon functional inspection, both intact clips were able to properly load and fire with no defects or anomalies observed. The broken clip experienced a staggered break at the hinge as the outer hinge was broken on the pierced boss side and the inner hinge was broken in half. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
The clip was found broken after opening the package prior to the patient.

Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 3/cart 42/box lot# 73g1900630 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The clip was found broken after opening the package prior to the patient.